Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 that appeared on the home choice during dwell while the patient was connected. The home patient (hp) connected all the bags. The technical service representative assisted the hp with ending the therapy and instructed the hp to finish with manual supplies or new disposables. There was patient involvement but no patient injury associated with this event.